Event description:
During an unknown procedure, the device delivered malformed staples. There was no pt consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.